Manufacturer narrative:
(B)(4). D10: pn: cp114836, ln: 891830, rs side exp dstl fmrl lt 20 cm. Pn: 161034, ln: unknown, oss rs poly fem bushings set/2. Pn: 178524, ln: unknown, cps transverse pin 6pk 20 mm. Pn: 178525, ln: 891830, cps transverse pin 6pk 24 mm. D4: attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is still implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to decreased range of motion. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.